Event description:
It was reported the physician initially implanted an intraocular lens with the incorrect diopter size. The iol was removed and replaced with the correct diopter size.

Manufacturer narrative:
Iol was received and diopter measured correct as labeled. The result of our analysis reasonably suggests this is not a manufacturing related issue. The iol met all specifications prior to release.